Manufacturer narrative:
Part number# 101-70-1 is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k791045. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was reported "that bulge part to connect neck flange was broken". Covidien is attempting to gather further info related to this report. The end clinician elected to extubate and reintubate with a replacement tube.